Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they might be allergic to their aligners. The aligners are irritating and they are experiencing pain, sensitivity and sores and bumps on the roof of their mouth that has caused bleeding. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.